Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction could not be verified; however, a different issue was identified.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump declared a malfunction alarm. Reportedly, the customer was on a pump break and was administering manual injections for insulin therapy. The customer indicated that pump would not turn back on. The customer attempted to intermittently charge the pump and it still would not turn on. It was indicated that the customer would continue to administer manual injections as alternate insulin therapy.